Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A facility representative reported that during intraocular lens (iol) implant procedure, scratch observed during implantation. Lens implanted and removed on the same day. Lens was replaced with company other lens model. Additional information received stating that in the surgeon¿s opinion, potentially loader related or may have been scratched in manufacturing. There was no patient harm. The patient's issues resolved. Patient recovering appropriately, no notable abnormalities and patient reported improved vision.

Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The product was returned for analysis, and the reported complaint was observed. Intraocular lens (iol) received in two segments wrapped in medical gauze, in an opened pouch. Solution is dried on the iol. There are fibers adhered to the iol. The reported scratch cannot be confirmed due to condition of the returned sample. The sample was cleaned for further evaluation. There are scratches on the optic. The haptics are intact. A segment of an unknown iol yellow lens also returned in medical gauze. Additional information: the complainant indicates the use of company cartridge which is not qualified for use with the associated iol model diopter, it's not a qualified combination. While we are unable to determine the origin of the reported complaint, our observations reasonably suggest that it is not manufacturing related. Based on the information provided by the customer, the most likely root cause is failure to follow instructions for use (IFU), as the surgeon states the use of non-qualified combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.